Event description:
New information received indicated that the lead was capped and replaced. The patient tolerated the procedure well.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv oversensing was observed on the egm when the patient presented for a follow-up exam. The noise was detected as vf episode without any therapy being delivered. The physician plans to revise the lead.